Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found a cracked,leaking enclosure, wear and tear damaged tank cover, front cover, and pole clamp, and a worn line cord with bent prongs. A cracked tank cover and outdated pcb and power switch were noted as well. Device was filled with water, temperature check attached and powered on. The complaint was confirmed as a result of a cracked enclosure near the drain fitting. The problem source was determined to be user interface. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received that device casing is leaking. No adverse effects reported.